Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 corrected field: d2a the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of charged coupled device and cable, light guide disconnection on cable side, component failure of the charged coupled device, component failure of the light guide bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "image blur" due to bad charged coupled device. These events were caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the rigid video scope experienced an image blur issue during a set up procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.